Event description:
It is reported that the surgeon remarked that the zimmer plate was too thin. The surgeon finished the surgery using a synthes plate.

Manufacturer narrative:
Eval summary: no product was returned for eval. No lot numbers, surgical notes, or x-rays were returned with the complaint. This product has a well-established clinical history of over 10 years in the field. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.